Event description:
Name: novopen 3, batch number: rv40198. A visual examination of the returned product was performed. The pen was returned without the pen cap. The paint on the pen is peeling, which was due to exposure to a damaging chemical during use. The observed problem was a result of unintended damage during use of the device. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. This fault was caused by dirt or wear, therefore it occurred during use and regarded as a handling fault. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it had not been possible to detect any irregularities. The product was found to be normal. Non-conformity-related documentation examined. No irregularities recorded therefore no further action. The batch documentation has been reviewed with focus on 'defective/broken product'. Nothing abnormal was found. Name: novorapid, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: levemir, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Case linked to (B)(4) (same patient). Company comment: the reported events are listed for all suspected products. 04-dec-2017: since no faults were found on the returned device (novopen 3) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in (B)(4).

Event description:
On (B)(6) 2017, correction was performed. Since last submission, the case has been corrected with the following: manufacturing date.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient had a hypo down to 1.3 [hypoglycaemia] there are no numbers on the pen;not able to read dialling dose [device malfunction] case description: this serious spontaneous case from the united kingdom was reported by a diabetes nurse specialist as "patient had a hypo down to 1.3" with an unspecified onset date, "there are no numbers on the pen; not able to read dialling dose" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 3 (insulin delivery device), novorapid (insulin aspart) with unknown dose and frequency, levemir (insulin detemir) with unknown dose and frequency from unknown start date due to "type 1 diabetes". Patient's height, weight and body mass index was not reported. Medical history included type 1 diabetes (duration not reported) and pregnant (9 weeks). It was reported that, the patient had been given an old novopen from nurse. The patient complained that, there are no numbers on the pen and was not able to read dialling dose. The patient had a hypo down to 1.3 (units and reference range unknown). It was reported, the patient was (B)(6) pregnant. The patient changes needle after each injection and does not store the device with the needle attached. Action taken to novopen 3 was not reported. Action taken to novorapid was not reported. Action taken to levemir was not reported. The outcome for the event "patient had a hypo down to 1.3" was unknown. The outcome for the event "there are no numbers on the pen;not able to read dialling dose" was not reported. Investigation results: name: novopen 3, batch number: rv40198. A visual examination of the returned product was performed. The pen was returned without the pen cap. The paint on the pen is peeling, which was due to exposure to a damaging chemical during use. The observed problem was a result of unintended damage during use of the device. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it had not been possible to detect any irregularities. The product was found to be normal. Non-conformity-related documentation examined. No irregularities recorded therefore no further action. The batch documentation has been reviewed. Nothing abnormal was found. (B)(4) (same patient). Company comment: the reported events are listed for all suspected products. Reporter comment: caller stated that she thinks its linked to the pen evaluation summary: name: novopen 3, batch number: rv40198. A visual examination of the returned product was performed. The pen was returned without the pen cap. The paint on the pen is peeling, which was due to exposure to a damaging chemical during use. The observed problem was a result of unintended damage during use of the device. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it had not been possible to detect any irregularities. The product was found to be normal. Non-conformity-related documentation examined. No irregularities recorded therefore no further action. The batch documentation has been reviewed. Nothing abnormal was found.